Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported alarms do not sound when turned on which was reproduced by troubleshooting the device. The cause was determined to be failed rear case speaker which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarms would not sound when it was turned on. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.